Event description:
It was reported that there are multiple broken syringes. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
0 additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the two returned syringe/cannula kits show that various tips and adapters have actually broken off. Unfortunately we are unable to determine the exact cause of this damage in retrospect. As we have not received one complaint of this kind (for both kits) from the market, we presume that this must be an isolated incident.